Event description:
Crew responded to a down person call, pt found on the floor by family member; down time unk. Defibrillation electrodes were attached to the pt and the device was powered on. The device initially indicated connect electrodes, the device then indicated motion and use of the device was inhibited. The als provider arrived on scene and the pt was transferred to their device. The als device responded with a no shock advised decision and it was determined the pt was asystole. The reported the pt's outcome was not a result of device operation. The reporter's opinion was based on an assessment of the pt's viability due to the unk down time.